Event description:
It was reported that a homechoice device experienced a system error 2267 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell one of four of peritoneal dialysis (pd) therapy. During troubleshooting, the white supply line was squashed flat where it was connected to the bag; a leak was observed from the line. No damage was noted between the connection of the bag and cassette line and the connection was properly tightened before therapy started. Renal therapy services assisted the patient with ending therapy and advised the patient to start over with new supplies. Proper procedures per the user manual were reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home 1900 n highway 201 mountain home, ar 72653 united states. Baxter healthcare - dominican republic carretera sanchez km 18.5, parque industrial itabo, piisa haina, san cristobal 91000 dominican republic. An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, the white supply line of a homechoice cassette was squashed and leaked, which is known to cause this alarm. The cause of the squashed line could not be determined. Should additional relevant information become available, a supplemental report will be submitted.